Manufacturer narrative:
(B)(4). Examination of the returned device finds the larger bushing is missing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported at territory office during tray inspection they found a cracked shim, decided to check the other trays and found more.